Event description:
Additional information was received and stated that there was a tibia loosening and sunked forward. Femoral preservation was considered, but femoral component loosening was confirmed during revision surgery. Therefore, full revision was performed. The patella implant (38mmdome type) is preserved as it was. The revision surgery was completed successfully without any surgical delay. Cement is not attached to the back of the removed tibial tray, and the surgeon's opinion is debonding. The surgeon commented that if it was just the cement fixation technique at the time of the primary surgery, it would not be a big concern. Doi: (B)(6) 2016, dor: (B)(6) 2023, right knee.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent the surgery with attune about 7 years ago. The surgery was completed successfully without any surgical delay. After the surgery, it was confirmed on (B)(6) 2023, the implant on tibia side has been loosen. A revision surgery is planned soon. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned to depuy synthes for evaluation. The photo investigation cannot confirm the reported allegation. With the information provided nothing indicative of loosening or migration was found. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.